Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid/hydromorphone, clonidine, and fentanyl via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. The patient reported that the incision where her pump was dehisced; she had a bacterial infection; and the catheter started to migrate out, so the device system was removed. When the new device system was implanted on (B)(6) 2021, the physician moved the pump to her back.